Event description:
Spacelabs received a report that on (B)(6) 2015, the qube compact monitor model 91390 was exposed to a static charge during a patient transport which caused the monitor to power ¿off¿ with no warning to the user. The monitor error logs confirmed the ¿power off¿ condition lasted for more than three minutes during which there was no connection for patient alarms. No one was injured as a result of this event.

Manufacturer narrative:
The monitor was returned to spacelabs healthcare in (B)(4), USA for investigation. The monitor error logs for the reported event confirmed the problem was due to loss of power. The local spacelabs field service engineer confirmed the reported problem only occurred in conjunction with moving the monitor. (No problems had been observed while the monitor was stationary.) From this information the following potential causes were investigated: defective battery contacts on the monitor, defective battery contacts on the battery, and defective and/or depleted battery. The monitor was visually inspected by a spacelabs service engineer. There were no signs of external damage. The battery blades were examined for signs of damage or wear. Other than normal abrasion points caused by battery insertion and removal, there were no signs of wear, stress, or fatigue. Also, there were no signs of any compromising agents on the battery blades, such as corrosion. In an attempt to reproduce the reported failure, two different test sequences were performed. Each of these test sequences was designed to simulate the conditions reported by the customer. With a battery inserted, the monitor was placed on a powered docking station. Then, the monitor was removed from the docking station, vigorously shaken, moved about for several minutes and then placed on the docking station again. No power interruptions were observed. This sequence was repeated many times over the course of a week. All efforts to reproduce the reported failure were unsuccessful. With a battery inserted, the monitor was powered on and vigorously shaken as it was initializing. No power interruptions were observed. Then, the monitor was set down and allowed to remain in an operational (powered) state. After about five minutes, the monitor was vigorously shaken again. No power interruptions were observed. Next, the monitor was powered off. This sequence was repeated until the battery was depleted. All efforts to reproduce the reported failure were unsuccessful. As the customer declined to return the battery in use with the monitor, we were unable to examine their battery. However, the customer stated that they had not experienced any problems using the same involved battery with other monitors. Despite vigorous handling, the reported problem could not be reproduced; therefore, root cause could not be determined. In all instances, the monitor seamlessly switched from mains power (docked) to battery power (undocked) and/or operated on battery power without issue. This report is considered final and the issue closed. Serial# was corrected by customer from initial MDR filing.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished. Placeholder.